Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulators (usm) on the da vinci system were freely moving and drifting. The customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) after the case was completed for assistance. The usms would float and not lock into place. The tse viewed system logs and saw a 23003 error for joint position limit on axis 4 on the universal surgical manipulator (usm) 4. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the drifting arm issue on the system. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The usm was analyzed and confirmed as having occurred in the field via system logs review. However, failure analysis was not able to reproduce the issue. The usm passed all tests on the in-house system with no errors. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue. .